Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2019. Revision due to dislocation.

Manufacturer narrative:
The revision reported was likely the result of insufficient tensioning/balancing of the joint during the original surgery, as the sales representative stated that the patient was unstable immediately following the original surgery. This instability likely allowed for the patient to dislocate. However, this cannot be confirmed as the explants were not available for evaluation.